Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va03qz1, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the patient was ¿having a little trouble with her device.¿ the patient planned to provide further information at a later time. Additional information has been requested. A supplemental report will be filed if additional information becomes available.